Event description:
Ous MDR - it was reported that approximately 10 years after the implant the lead was capped due to oversensing and an increased shock impedance to >150 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available photos of the data showed an extract of the shock impedance trend curve. A stable progression with a sudden out of range increase could be confirmed. Furthermore, the iegms showed artefacts on the farfield as well as on the right ventricular channel leading to oversensing, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.